Event description:
It was reported that there was an infection. The patient¿s previous spinal cord stimulator (scs) system, which was implanted on (B)(6), 2012, was completely removed in (B)(6) 2012 due to an infection by the healthcare provider (hcp). Further information regarding the cause of event and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).